Manufacturer narrative:
(B)(4). The root cause was loose connection and not use error.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was loose connection. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 7 of 9. The baxter technical service representative (tsr) helped them to clear the error and informed the home patient (hp) of the error's meaning. The hp would stop therapy for the day and notify the registered nurse (rn) in the morning. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she did discuss the alarm with the patient. Since then he has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention. Product surveillance received a call from the home patient on (B)(6) 2011 and he was able to resume therapy the next day after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. He said it was down to something he had done and nothing with the supplies, he did not secure the connection between his secondary bag and his line tight enough and that was how air got in. Since then he has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.